Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. Following shockwave therapy, the placement signal of the impella cp was lost. An ¿unreliable placement signal¿ alarm appeared, and both the aortic and left ventricular signals were no longer detected. Despite this, motor current remained stable and impella flows were unaffected. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed and the placement signal not reliable alarm triggered 55 minutes into support. Returned product was investigated and the pump passed the laser continuity test, but when connected to the console, all 5s parameters were out of spec and the placement signal not reliable alarm reproduced. This further supports a damaged sensor. Based on all the referenced details, the root cause of the optical signal issue was determined to be a damaged sensor. However, clinical details did not report the proximity with which shockwave was operated with respect to impella. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.